Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 101mg/dl. He retested using another meter and received a reading of 441mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent to the customer and he returned his strips for evaluation.

Manufacturer narrative:
Qa received a bag of loose strips, so testing was impossible. Retention lot was tested and gave satisfactory results.